Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a cable disconnection and water invasion. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to the regional investigation center for inspection and the reported failure was confirmed. Device evaluation damage cable. In addition, device evaluation found pixel failure and image cloudiness. Device evaluation noted faulty charge coupled device (ccd) . Based on the results of the investigation, the reported event was able to be confirmed. The issue was found to be due to damage cable and image issue was attributed to faulty ccd. The event reported was attributed to component failure. However, the root cause of the damage cable and faulty ccd could not be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer response, the following conveyed." "The event was identified at the beginning of the procedure. The intended procedure was completed." "No health hazard."